Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 3998 (lot: v011610); product type: 0200-lead; implant date 2006-10-03; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they needed a MRI of their arm done something in it up by the elbow. Patient mentioned a long time ago before their last surgery in 2013 the stimulator was left in their body and were told it would be major surgery to remove the implant so they left it in. Patient mentioned they were told they had a broken lead and haven't used their unit in 13-14 years. Agent reviewed MRI eligibility information and longevity of their implant. Agent redirected patient to their healthcare provider to further address the issue. Patient called back repeating previously documented information. Patient shared that it was on their counter and they kept looking at it so they plugged it in to see what would happen and it lit up and their implant was charging; agent understood that the patient was just charging the recharger. Patient was confused between the external devices and the implant and confirmed they did not charge their implant; agent reviewed depleted implant information. Patient shared they turned the implant off when the wire in their back broke as it wasn't doing them any good. Agent reviewed MRI eligibility form and provided technical services phone number for the do ctor to call if they need assistance. The patient was redirected to their healthcare provider to further address the issue. Agent closed case.